Manufacturer narrative:
Additional fax number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side exchange of implant with no complaint against the device. Healthcare professional later reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, cracked valve seat diaphragm valve. Additional observations: no other observation observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a right side exchange of implant with no complaint against the device. Healthcare professional, later reported, right side deflation. The device has been explanted and replaced.